Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the mode switch of the air pen drive device was stuck. It was determined that the device had an air leak and the motor was worn. It was observed that the motor power was low, and the switching ring seized at the "hand" position. It was further determined that the device failed pretest for check with test bench and record results; power: 30 to 80 watt(w) and speed: minimum 632 to 1032 rotations per minute (rpms) at 6.5 bar ± 0.2 bar, check external leak tightness, check internal leak tightness and check the switching ring. It was noted in the service order that the device had an undetermined malfunction during pre-operation check. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.